Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator had not used the device since approximately 2020. The patient indicated that the implant, located near the spine, appeared to have shifted, causing pain. The movement of the implant was reportedly noticed around late 2022 to early 2023. The patient also stated they were unable to charge the device and had experienced a recurrence of chronic pain. The patient mentioned fluctuations in weight, including weight loss and gain, as a potential contributing factor to the implant's movement. The patient was redirected to their healthcare provider for further evaluation and management. Patient did note that they might need to have scs therapy again because they are starting to have chronic pain again.